Event description:
It was reported that bd autoshield¿ duo safety pen needle stopped working during use. The following information was provided by the initial reporter: when injecting 10 units of novorapid to the patient, the button on the pen stopped at the middle. The dial indicated 4 units.

Manufacturer narrative:
H.6. Investigation: three photos of a 30g x 5mm safety pen needle sample were returned from an unknown lot. No., cat. No. 329705. Visual examination of the returned photos was carried out and it was observed that the sample was activated. No issues were observed. No DHR review can be carried out as lot number is unknown. No issues were observed with the returned photos therefore no root cause can be identified.

Manufacturer narrative:
H.6. Investigation: one open 30g x 5mm safety pen needle sample and three photos were returned from an unknown lot. No., cat. No. 329705. Visual examination was carried out on the returned sample and photos and it was observed that the sample was activated. No issues were observed. No DHR review can be carried out as lot number is unknown. No issues were observed with the returned photos or sample therefore no root cause can be identified. H3 other text: see h.10.

Event description:
It was reported that bd autoshield¿ duo safety pen needle stopped working during use. The following information was provided by the initial reporter: when injecting 10 units of novorapid to the patient, the button on the pen stopped at the middle. The dial indicated 4 units.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that bd autoshield¿ duo safety pen needle stopped working during use. The following information was provided by the initial reporter: when injecting 10 units of novorapid to the patient, the button on the pen stopped at the middle. The dial indicated 4 units.